Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On 05/14/025, it was reported that the patient experienced a cgm accuracy issue. At around 2am, the patient had a seizure and had ¿dka symptoms¿ (no specific physical symptoms were reported). The patient¿s cgm was reading 60 mg/dl, and the bg meter was reading 600 mg/dl. The patient was wearing a tandem insulin pump. Ems was called. Once ems arrived, the patient¿s cgm was reading 292 mg/dl, and the bg meter was reading 598 mg/dl. Ems provided the patient with an insulin injection and transported the patient to the emergency room (ER). At the emergency room, around 3am, the patient had an x-ray and CT scan done. The patient was also given several unspecified IV medications (specific could not be recalled). At an unspecified time later in the emergency room, the patient¿s cgm was reading 156 mg/dl, and the bg meter was reading 216 mg/dl. The patient was discharged home around 545 pm on (B)(6) 2025 (more than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.